Event description:
It was reported that the ventilator unexpectedly shut down, displaying a red flashing screen and emitting abnormal noises, rendering it unusable. The nurse immediately replaced the ventilator and continued treatment of the patient - patient's condition remained stable - i.e. No injury or serous impairment of patient's state of health was notified. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only source of information - it was remarked, that after inspection by the hospital engineer the device went back into service again - no details about repair measures were noticed, only the assumption that aged components caused the reported malfunction. The hospital did not involve the local dräger s&s organization into any follow-up measures - no further information/details could be obtained - therefore an investigation is not possible. The manufacturer can only assume a complete shut-down is a strong indication for a loss of energy supply. The typical mode of operation is mains supply, but the device is equipped with an internal battery to cover mains power losses for at least 30 minutes. There are power supply malfunctions imaginable that do not allow further operation on battery but post market surveillance data confirms that events like this occur in isolated numbers only. It is thus rather seen likely that the device was put into operation with a depleted or worn internal battery and that a second fault condition such as a power supply malfunction has let come the issue into effect. Other scenarios may apply as well, a differentiation is not possible due to lack of information. In case of total loss of power, the device will post an acoustical alarm for at least two minutes which is buffered by an independent power source. It is recommended to the hospital to have the device checked by trained service personnel.